Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Paralysis [paralysis], copper myelopathy, copper myeloneuropathy [myelopathy], sensorimotor polyneuropathy [peripheral sensorimotor neuropathy], myopathy [myopathy], various other neurological disorders, profound and permanent neurological injuries [nervous system disorder], neuropathy peripheral], excess zinc [blood zinc increased], copper depletion [blood copper decreased], profound and permanent injuries [injury]. Case description: an attorney reported that her client, an (B) (6) female, used fixodent denture adhesive, version unknown cream, unspecified total daily use as her product of choice as a denture wearer, and reported the following: paralysis, copper myelopathy, copper myeloneuropathy, sensorimotor polyneuropathy, myopathy, various other neurological disorders, profound and permanent neurological injuries, neuropathy, excess zinc and resulting copper depletion, and profound and permanent injuries which left her unable to perform her normal customary and daily activities. She had received unspecified medical care and treatment. The client was admitted to various hospitals in search of determining the cause of her severe state of paralysis which eventually lead to her death at the age of (B) (6). The case outcome was fatal. Past medical history included: medical history - denture wearer. No further information was provided.